Manufacturer narrative:
Additional information: unique device identification(UDI) and manufacture date provided. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. The disc has been received by the manufacturer. When the disc was loaded it did not cause any issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation. UDI and manufacture date not available for this system at time of filing.

Event description:
Medtronic received information that the site loaded two scans back to back then the fusion system became unresponsive. The rep had them re-boot and they got a new disc for the case. There was no patient present when this issue was identified.